Event description:
During routine testing of the device at the svc center, the svc tech reported that the pressure display read -25 when the pressure calibrator was removed. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.